Manufacturer narrative:
Continued f2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, silicone migration, device rupture.

Event description:
The patient's representative reported ¿pain in the breasts from several months¿, "palpation of nodules¿, "palpation of irregularities¿, ¿with deformities¿, "breasts were swollen¿, "patient is affected psychologically¿, ¿patient has post-traumatic stress and a depressive anxiety adjustment disorder due to the aesthetic sequelae due to having smaller breast and with a t shape scar, the pain that they still suffer when moving the arms in a certain way and incapability of doing home shores that they could do before¿, "signs of rupture of right side prosthesis¿ and ¿right side prosthesis with internal sheet detachment, liquid on the inside of the prosthesis and "key hole" sign, findings compatible with intracapsular rupture¿ and "axillary siliconomas¿. The device has been explanted. This record is regarding the right side.